Event description:
It was reported that the unit had been giving an error for some time but had remained functional. It was further reported that this occurred during cases but no patient injury or harm was reported.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.